Event description:
It was reported that the right atrial (ra) lead had dislodged and hanging straight down not connected to any heart tissue. The lead exhibited high thresholds and no capture at max output. The lead was undersensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.